Manufacturer narrative:
Clarification: no medical intervention was needed and no permanent impairment was reported. Neither model number nor serial number were provided.

Event description:
The consumer states that the brushhead accessory of their flexcare platinum power toothbrush disconnected from the power toothbrush's metal shaft and became lodged in their throat.